Event description:
In 2008, the patient reported that on four days earlier, he woke up and his infusion tubing was broken. He stated that a piece of tubing was attached to his body and a piece of tubing was attached to the infusion device but a portion of 5-6 inches of tubing was missing. He stated that he believes his cats ate the infusion tubing. His blood glucose was elevated to 197 mg/dl. He changed the infusion tubing and ate breakfast but forgot to bolus. At lunch time, his blood glucose was elevated to 461 mg/dl. He bolused 17.5 units of insulin and at 5:55 his blood glucose measured 87 mg/dl. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.